Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, low impedance, and undersensing. Programming changes were performed. There were no patient consequences.

Manufacturer narrative:
Correction: please retract this report, the same event was previously reported as 2017865-2025-12015.